Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon fired the ethicon echelon 45 stapler to dissect and staple the appendix. The stapler ligated the appendix but did not fire the staples, he immediately fired another stapler and it did the same thing. He placed endoloops around the appendaceal stump. A second surgeon consulted in the room. A piece of omentum was placed over the stump. Defective staples removed from the field.

Event description:
It was reported that during a laparoscopic appendectomy the device was fired across the appendix the driver deployed but no staples deployed. Upon inspection it was discovered that there were no staples loaded into the reload initially. It is unknown how the procedure was completed and there were no patient consequences reported.